Event description:
The user reported that the needle is stuck and the glass is not stable. No further info was provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. Attempts were made on (B)(4) 2012 to obtain additional info from the user. No additional info has been obtained. A follow-up report will be submitted when the investigation has been completed. Method - process evaluation.